Manufacturer narrative:
The returned device was evaluated. During evaluation the module was able to obtain readings when the cable was held at an angle. If the cable was left alone, the device would lose the signal. The readings were intermittent. It was found that pin 6 of connector j5 has an intermittent connection as it was not soldered flush with the board. This pin connects the ir-cathode pin of the set board.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete, a follow up report will be submitted.

Event description:
It was reported that there was an intermittent signal. There were no consequences or impact to patient.